Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No cause had been determined for the reported device issues. The patient did report that after decreasing stimulation, it had been better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient wanted to know how to tell if their ins is going out in the device; they feel the device is on the fritz. The patient then described uncomfortable stimulation. They haven't touched their setting in a long time and said stimulation is a lot more intense. They said it isn't painful, but it is uncomfortable and annoying; they can feel stimulation in their leg, butt, and big toe. They added they are experiencing toe curls. They patient previously decreased stimulation down a couple points, but it didn't help; the issue started out of nowhere. The patient further said it goes non-stop for a minute to two and if they reposition themselves, it would stop. Now, it can happen if walking and repositioning themselves does not make a difference. As a result of what was reported, the patient was told to try decreasing stimulation again to see if that helps. They were also told that they might have to try a different program. Dizziness was also reported. They also didn't feel like it was working so they played around with their settings; it went too intense so they went back. No further patient complications have been reported as a result of this event.